Manufacturer narrative:
B3: the actual event date is unknown, therefore (B)(6) 2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to thegore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, two gore® tag® conformable thoracic stent graft with active control system were implanted in a thoracic aorta, zone 2, with 1 debranch bypass. Tgm343420j was implanted proximally and tgm282820j was implanted distally. The patient had undergone an ascending aorta replacement to treat a chronic type a dissection before this procedure. During a follow-up, an endoleak was observed. On (B)(6) 2024, a reintervention was performed to suspect a proximal type I endoleak or a type ii endoleak from the left subclavian artery. The left subclavian artery ¿ the left common carotid artery bypass was created, then a gore® tag® conformable thoracic stent graft with active control system was implanted proximally. A coil was implanted in the left subclavian artery. Then, a wire was inserted from a re-entry at the distal of the right common iliac artery and ligated non-gore stent grafts, plugs and coils were implanted in the false lumen to stop a blood flow from a re-entry located in outside of the treatment area of gore® tag® conformable thoracic stent graft with active control system. An angiography revealed hardly a blood flow from the false lumen to the arch aorta. A coil was implanted in the left common carotid artery. The procedure was concluded and the patient tolerated the procedure. It was not able to be determined whether the endoleak was the proximal type I endoleak or the type ii endoleak by an intraprocedural angiography. A final angiography didn¿t observe any endoleak.